Manufacturer narrative:
(B)(4)

Event description:
It was reported when a patient presented to the operating room for a generator changeout, an externalization conductor was observed under fluoroscopy prior to the surgery. No electrical anomalies were detected. The lead remained implanted with a new device. The patient was discharged in stable condition. The patient will have a routine follow-up.